Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter was suspected to have leakage. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: DHR review; was previously conducted for pr (B)(4) cr, with the following results disclosed: lot 8036866; was built and packaged on afa line 12 on 5feb2018 through 11feb2018. The review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in process samples including (but not limited to) adapter damage/cracked (interior-exterior), damaged component and catheter leak test were performed per specifications. Sap (qn) database review was conducted for this investigation; as a result of the review there were no reject activity findings relevant to the defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Received one 22g bd insyte autoguard blood control unit which consisted of the catheter/adapter assembly. The unit was accompanied by a protective needle cover and a miscellaneous extension line. The catheter tubing had a slight curve to it. Conclusion(s): leakage did not occur in the testing conducted in the lab. It was confirmed there was a secure connection and successful leak testing with no failure disclosed. Also confirmed the used unit demonstrated damage to the inner rim at the end of the adapter. The damage to the inner rim of the adapter was sufficient evidence to confirm or support manufacturing process related issues for the defect reported in the product incident report. This type of damage could result in and unsecure connection in the clinical setting which could result in an open path where air could be introduced or leakage could occur. This type defect is currently being trended by quality and manufacturing. CAPA 199226 has been initiated to address this type occurrence. This lot was manufactured prior to closure of the CAPA 199226.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was suspected to have leakage. No serious injury or medical intervention reported.